Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test due to motor error alarm. However unit passed self test. No audio/beep or vibrate anomaly noted. Motor passed motor test. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic stated that the insulin pump had motor error. Customer stated that they were able to clear the alarm and also were able to rewind the insulin pump. Customer stated that the drive support cap was normal. Insulin pump passed self test but did not vibrate, switching. Customer reports the pump did not vibrate when act was pressed after using up arrow to set an easy bolus amount. No harm was required during medical intervention. The insulin pump will be returned for analysis.